Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. This report is for an unknown four-hole cervical spine locking plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery performed on (B)(6) 2016 due to adjacent level disease at level c5-6. The patient was initially implanted with a cervical spine locking plate (cslp) four-hole plate and screws at level c6-7 on an unknown date. The plate and screws were removed at level c6-7 since that area had fused and a new plate construct and screws were implanted that extended to the next level. The procedure was successfully completed. No surgical delay was reported. No harm was reported to the patient. No other additional information is available. Concomitant devices reported: unknown screws at c7 (unknown part number, unknown lot number, quantity: 2). This report is for the need of a revision procedure due to adjacent level disease. This complaint is related to (B)(4) which cover intra-operative events during the revision procedure. This report is for an unknown four-hole cervical spine locking plate. This is report 1 of 2 for (B)(4).